Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data showed that the pod completed both priming sequences. Drive stall was observed in the pod data during second priming due to the hook talons slipping over the ratchet gear. No damages or defects were found that would result in the hook talons failing to detent the ratchet gear. The exact cause of the failure to detent could not be conclusively determined. Damage was observed on the commutator cap. It can be conclusively determined that the damage on the commutator cap contribute to the needle mechanism failure.